Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was missing the continuous positive airway pressure (CPAP) flow control knob. The root cause of the reported issue was found to be traced to the user interface. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a problem with the flow. No patient injury was reported.